Event description:
It was reported that the right ventricular defibrillation lead helix would not extend upon repositioning. A different defibrillation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix mechanism and sleeve head.